Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a device pocket that was infected during a follow-up in clinic. The entire system was explanted and replaced with a leadless pacemaker. The patient was stable.

Event description:
New information received noted that the patient presented in the clinic with discharges due to infection.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.